Event description:
This report cites three incidents of leaking infusion sets. Each incident is associated with a single device catalog number. The three devices were from a single lot number. The incidents were reported to the MFR by a single distributor. It was reported that there was no medical intervention or pt injury.